Event description:
I had the essure procedure done approximately (B)(6) 2009. Three months after the procedure, I had a hsg test to make sure the fallopian tubes were blocked by the coils and was told they were. Since that time I have been having vaginal bleeding about 3 weeks out of the month and frequent vaginal infections. I have had abdominal pain that has gradually increased as time went on. I had an abdominal cat scan that showed that one of my essure stents was protruding out of my uterine wall. I am scheduled for an open complete abdominal hysterectomy (B)(6)2010. I talked to the doctor about the possible other less invasive options, and he felt this was the most definite answer to my problems. I am a registered nurse and had the essure procedure done so, I did not have to have surgery-tubal ligation-. I did not want to be out of work 2-3 weeks for a tubal. Now due to my having previous abdominal surgeries, my hysterectomy has to be done open and I will be out of work 6-8 weeks. Since I found all this out, I have been doing some research online to see if other women have had problems with essure and there are numerous issues. Since I am an rn, I want this product to be investigated so, other women do not have to go through what I have been through in the last year. Diagnosis or reason for use: sterilization.